Manufacturer narrative:
Upon further review, the healthcare provider also provided information regarding this event. Upon further review the patient code also applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the patient was referred to an infection specialist with that appointment pending next week. Once the patient is cleared, the health care professional (hcp) will replace the implantable neurostimulator (ins) and revise the battery pocket.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient was referred to their implanting physician and had an appointment on (B)(6) 2016 to address the rash and exposed implantable neurostimulator (ins). As of the day of report, the rash and exposed ins was not resolved.

Event description:
Additional information was received from the patient stating that they had complications and had to move the implantable neurostimulator (ins). It was noted to be the third unit in five years. The patient was currently on their fourth unit. The patient noted that the previous ins was an older style and the they called an eight lead and they put a new style in, they had to put an adaptor wire in and the wire was too long. It was noted that at that time all the health care professional (hcp) could do was to roll the coil of wire up and tuck it under the unit. The patient stated that they apparently had a reaction to all the wire in there, the patient had a rash for the first year that no one could figure out but over that five years time it actually exposed through patients skin that the patient could see the unit and by the time they took out the unit, they had a quarter hole inside of the patient over the unit. About the same time that this all happened the battery was dying but due to complications with previous hcp/surgeon no longer working with the manufacturers devices and issuances issues they had to wait for a bit for the surgery to correct the reported issues and to have the device replaced due to normal battery depletion. It was noted that the issues had already been addressed by the hcp, the patient had surgery to resolve the reported issues with the previous implant.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via manufacturing representative reported that the patient was experiencing irritation and a rash at the site of battery implant. In addition, the patient felt like the battery was heating up, starting shortly after being implanted. The patient stated that their rash has been dry, itchy, discolored, and has slowly sloughed off. The patient mentioned that about a month prior to the report, they noticed that their implanted battery has reached a point to where it is exposed at the skin-(1/2 cm x 1/2 cm). It was mentioned that the patient saw a dermatologist when the symptoms first started, and that infection/allergies were ruled out. The patient was seen by their physician again on (B)(6) 2016, and the physician did not have any immediate concerns of infection, etc. The patient has not sought anymore medical attention aside from scheduling a surgical consultation for a device replacement (due to addressed eri in pe (B)(4)). Follow up with the manufacturing representative will be done after the patient's surgical consultation on (B)(6) 2016. The patient was implanted for failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.